Event description:
It was reported a patient had an initial left total knee arthroplasty followed by a post-operative deep vein thrombosis and pulmonary embolism. Subsequently, at the two-year follow-up, the patient reported increasing knee pain with tightness and spasms. The patient was prescribed physical therapy and instructed to monitor water and electrolyte intake. All implants remain in place and if the symptoms persist, will consider a further evaluation. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 42572005801 - femur cemented cruciate retaining (cr) narrow nitrided left size 5 - 65475953. 42532006401 - tibia cemented 5 degree stemmed left size c - 65121343. 42512100311 - articular surface medial congruent (mc) left 11 mm height use with tibia sizes c-d/cr femur sizes 4-5 - 64557822. 5087347 - palacos mv 1x40 us - 97971054. 5087347 - palacos mv 1x40 us - 97971054. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Operative notes provided and reviewed state that a patient underwent a left total knee arthroplasty, followed by post-operative deep vein thrombosis and pulmonary embolism. At the two-year follow-up, the patient reported increasing knee pain with tightness and spasms, particularly at night, which had been present intermittently for several months. The symptoms were noted after increased physical activity, and clinical findings included mild effusion, tenderness along the medial joint line, and a range of motion (rom) of 0-120. X-rays indicated a well-fixed and well-aligned prosthesis with no evidence of implant failure, and the physician attributed the symptoms to possible deconditioning rather than implant-related issues. The patient was prescribed physical therapy and advised to monitor water and electrolyte intake, with further evaluation to be considered if symptoms persist. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.